Manufacturer narrative:
Returned device was received in damaged physical condition. The top case's front-lower and front-rear corners were cracked. The right plunger case was cracked. There was no damage on the bottom case and there was no evident of moisture in or outside of the device. Evidence of reported problem in event log was found. During the evaluation of the device, there was no evidence of water or moisture damage noted in or out of the device but there was a base hardware failure alarm upon power-up. The interconnect pcb was not working as intended. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical medfusion syringe pump had water inside causing base hardware failure. There was no patient present at the time of the event. No adverse events were reported.